Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward, but eventually the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward, but eventually the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating the ra lead had been fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead pace impedance was high, out-of-range, increasing to greater than 2500 ohms intermittently in december, with noise reminiscent of a spring-contact issue. Along with the noise was also oversensing and pacing inhibition. The ra lead was scheduled to be replaced, but during the procedure they were unable to get proper access with the new lead, and they had difficulty achieving proper capture with the new lead. The physician elected to replace the device instead, and with the new pulse generator (pg) the impedance and noise issues were resolved. Because of this, the physician suspected spring connector issues were responsible. Boston scientific technical services (ts) received an image of the electrograms, and informed that it looked more like electromagnetic interference (emi). Later, high, out-of-range pace impedances were seen once again, but with the new pg. Ts was once again contacted, and programming options were discussed. They decided to monitor the lead moving forward, but eventually the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information was received indicating the ra lead had been fractured. No additional adverse patient effects were reported.